Event description:
Pump declared alarm 30 during insulin pumping. Customer declined to answer whether blood glucose level exceeded 500 mg/dl, but there was no reported impact to the customer's blood glucose level. Technical support assisted customer in loading a new cartridge using proper technique, allowing insulin therapy to resume successfully. No previous cartridge alarms had been reported with this pump.